Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the customer attempted to load multiple new cartridges. There was no reported adverse impact to the customer's blood glucose (bg) level for the past events. The customer reported a bg level in the low 200's (mg/dl), below 240 mg/dl, at the time of report. Reportedly, the customer had manual injections as alternate insulin therapy.